Event description:
It was reported that the patient underwent a plf at t12/l4 for l1/3 compression fracture using posterior fixation. The patient developed a pulmonary embolism during surgery, and then went into cardiac arrest. The surgeon performed a cardiac massage, and then the patient was transferred to another hospital for additional treatment. The surgeon performed the emergency procedures, but the patient passed away the following morning. It is unknown if any implants were implanted in the patient.

Manufacturer narrative:
This reported event is believed to be a complication associated with the surgical procedure; it is not believed to be related to product performance, manufacturer, or design. We are unable to determine the cause of the event. We are filing this medwatch report for notification purposes.